Event description:
A customer contacted stryker to report that their device kept powering off during initial boot up cycle. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A customer quality engineer reviewed the device log and verified the reported issue. The key log also revealed that customer was using batteries that were manufactured more than 2 years ago. The lp15 operating instructions provides guidance on replacing batteries approximately every 2 years. The likely cause of the reported issue was due to the batteries, a conclusive cause of the reported issue could not be determined.

Event description:
A customer contacted stryker to report that their device kept powering off during initial boot up cycle. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.